Event description:
It was reported that the customer was treated by the paramedics for low blood glucose. The customer stated that she forgot to eat her meal and thinks that was the reason she had the low blood glucose levels.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. This unit was received with a scratched window display window and a damaged battery cap coin slot.